Event description:
A mustang coronary guidewire was placed into a marginal branch of the circumflex coronary artery. The target lesion was 90% stenosed and predilation with a ptca balloon was performed. A coronary stent was placed at the larget lesion to cover a dissection; however, the distal portion of the target vessel remained occluded. During the procedure, the tip of the guidewire detached from the shaft within one of the patient's marginal branches. The guidewire tip was successfully retrieved from the patient's artery and there is no further clinical sequelae reported relative to the event.